Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx) . After a 3.5 6f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire crossed the lesion, a 2x12 non-bsc balloon catheter was used for pre-dilatation. A 38 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was again performed with the same balloon and the procedure was completed with a non-bsc stent. There were no patient complications reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: promus select ous mr 38 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. The distal region of the crimped stent was stretched with stent struts misaligned. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual, microscopic and tactile examination of the hypotube shaft found no kinks. A visual, microscopic and tactile examination of the distal extrusion shaft found no kinks or damages. No issues were identified during analysis.